Manufacturer narrative:
E.1. Initial reporter city: (B)(6). H.6 investigation summary: "material #: 364314. Lot/batch #: 3067966. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to needle fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe the needle and needle tube detached, customer also noted the site was treated for swelling and observed carefully. The following information was provided by the initial reporter: " a nurse was using an arterial blood collection device to collect blood from a patient, the needle and needle tube detached. The original site was treated for swelling and observed carefully. There was no abnormality, but secondary damage was caused to the patient."